Event description:
Same case as MDR ID#: 2134265-2012-00314. (B)(4) study. It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented due to stable angina. The first 70% stenosed and 16mm long target lesion was located in the mid left anterior descending artery (lad) with a reference vessel diameter of 3mm. The first target lesion was treated with pre-dilation and placement of a 3.0x16mm (B)(4) stent, resulting in 0% residual stenosis following post-dilation. The second 80% stenosed and 10mm long target lesion was located in the 1st diagonal branch with a reference vessel diameter of 2.5mm. The second target lesion was treated with pre-dilation and placement of a 2.5x12mm (B)(4) stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011 - the patient expired due to an unknown cause.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).